Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to noise and possible t-wave oversensing. The noise is thought to be due to air entrapment in the header. The device remains in service. No adverse patient effects were reported.